Event description:
A nurse reported that the infusion line pressure was "unable to keep up" during a procedure. The patient experienced a retinal bleed. Several attempts were made to acquire additional information but none was received.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the customer reported event of (B)(4), 2012 was unable to confirm the customer's reported event of infusion line unable to keep up. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).